Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-09523). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device exhibited premature eri. Record history of the device confirms a rapid decline in battery voltage in a short period of time. The device was explanted and replaced. The patient is in stable condition.